Event description:
It was reported that during preparation of an ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, one photo provided for review. The photo shows a partial view of the drainage catheter along with the stylet inserted. Stylet was noted extended at the tip of the distal catheter. Therefore, the investigation is inconclusive for the reported defective component issue as the exact circumstances and the full view of photo was not provided. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.